Event description:
Distributer contacted technical service of the manufacturer to report an issue with the motorized wheel system of a hospital bed. He mentioned that the bed continued to move forward even the trigger (accelerator) was released to stop the wheel movement. The bed was being operated by an employee of the hospital and it was unoccupied (no patient) at the time of the incident. There was no injury related to the event.